Manufacturer narrative:
Medfusion 3500 pump was returned for the evaluation of the reported event. The device was returned with the right plunger case cracked. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log showed evidence of a backup audible alarm post. To further investigate, a start-up was performed. The reported problem was duplicated. The main board was replaced and the backup audible alarm was cleared. The motor assembly replaced as a preventative measure for the customer's stated loud operation as the parts were over several years old.

Event description:
Information was received regarding a medfusion 3500 pump. It was reported that the device is loud at normal speed. Additionally, there is intermittent system fail back up audible alarm. It is unknown if there was patient involvement.